Event description:
Medtronic received information that prior to the implant of this 23mm transcatheter bioprosthetic valve, in a patient with heavily calcified sievers type 0 bicuspid valve, the patient¿s annular sized between a 23mm and a 26mm valve. It was reported the implanting team advised the patient that a surgical valve replacement was the best option, but the patient declined the medical recommendation and chose a transcatheter valve replacement. During the first deployment attempt, at 80% deployment, the valve was deployed and recaptured multiple times. After multiple recaptures, the valve was still landing deep. Significant paravalvular leak was noted. The valve was recaptured into the delivery catheter system (dcs) and withdrawn from the patient. A larger 26mm valve was used. Upon the second deployment attempt, it was noted the valve was extremely constrained and not flowering after two deployment attempts. At this point, the patient became very unstable. The valve and the dcs were withdrawn from the patient. The implanting team attempt to deploy the 23mm valve again (ruling out a possible defect with a 26mm valve which would not open) to alleviate the patient¿s hemodynamics was unsuccessful due to the same issue; the valve would not fully open. Subsequently, the patient was put on bypass and a non-medtronic surgical valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(4), ubd: 13-sep-2024, UDI#: (B)(4); product ID: d-evolutfx-2329, serial/lot #: (B)(4), ubd: 13-sep-2024, UDI#: (B)(4); product ID: d-evolutfx-2329, serial/lot #: (B)(4), ubd: 13-sep-2024, UDI#: (B)(4). Product analysis: all the devices associated with the event were discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the paravalvular leak (pvl) that occurred during the procedure was moderate-severe. The 23mm valve was recaptured two times and the 26mm valve was recaptured once. Per the physician, the patient¿s bicuspid anatomy was disrupted by the deployment attempts with the 23mm valve. When crossing with the 26mm, the trajectory was in a part of the dilated/disrupted raphe that prevented the valve from fully opening. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the fused raphe of the two leaflets/cusps was expanded which resulted in the leaflets no longer being fused and caused an atypical valve anatomy when compared to a typical tri-leaflet valve. It was noted the same 23mm valve and first dcs were re-used following the attempted implant of the 26mm valve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.